Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 137, 145, 184, 113 and 145 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 273 mg/dl and 243 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/26/2020 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1 : 137mg/dl date: 06/07/18 time:06:27am fasting. Result 2 : 145mg/dl date: 06/07/19 time:06:26am fasting. Result 3 : 126mg/dl date: 06/06/19 time:04:27am fasting. Result 4 : 138mg/dl date: 06/06/19 time:04:26am fasting. Result 5 : 184mg/dl date: 06/05/19 time:06:30am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product was returned. Investigation in progress.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 137, 145, 184, 113 and 145 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 273 mg/dl and 243 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/26/2020 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).